Manufacturer narrative:
Reference reports: 1221259-2021-00966, 1221359-2021-00968, and 1221359-2021-00969. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for eight patients performed on various dates. This MFR. Report addresses event two of four as no patient demographics were provided. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample and swab type for one patient. Repeat testing was not performed. Confirmation testing was performed with genexpert pcr and generated negative results; CT values not provided. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false positive obtained with diluted viral transport media. Testing using vtm is considered off-label and are not supported for use by abbott rapid diagnostics scarborough. The results of this test are considered to be not valid. Ref MFR report numbers: 1221359-2021-00966, 1221359-2021-00968, 1221359-2021-00969.